Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during the intraocular lens (iol) implant procedure, the haptics was broken. The surgery completed with replacement lens. There was no patient contact and impact.

Manufacturer narrative:
Additional information provided in d.3. , h.3. , h.6. And h.11. Correction information provide in h6. Correction: on initial MDR health impact code f1905 was reported in error. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a non-qualified cartridge. The company lens model is only qualified for use with the company cartridges. The account indicated the use of a handpiece and viscoelastic which is qualified for use with this lens, with the use of a qualified lens/cartridge combination. The root cause is most likely related to a failure to follow the (instructions for use) IFU. The account used an unqualified lens/cartridge/viscoelastic combination. The company lens model is only qualified for use with the specific model company cartridges. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. One haptic was broken in the gusset area (not returned). The reported "broken optic" complaint was not observed. No optic damage was observed. It is possible the observed broken haptic may have been interpreted as the reported complaint. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a non-qualified cartridge. The company lens model is only qualified for use with the company model cartridges. The account indicated the use of a handpiece and viscoelastic which is qualified for use with this lens, with the use of a qualified lens/cartridge combination. The root cause is most likely related to a failure to follow the (instructions for use) IFU. The account used an unqualified lens/cartridge/viscoelastic combination. The company lens model is only qualified for use with the company model cartridges. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).